Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was giving intermittent communication failure error messages. This resulted in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.